Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut, but only a few staples fired. The surgeon resected more tissue and fired the device again with a new cartridge and it worked fine. There was no patient consequence.